Event description:
In 5/2002, the user facility's radiology supervisor informed the manufacturer's sales representative of the following: flushed device prior to implant, device worked fine. Implanted device with device catheter, device would not infuse or aspirate. Opened device pocket, took device out and left device catheter in, attached another device to the implanted device catheter.